Manufacturer narrative:
(B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. One 3i t3® with dcd® ex hex parallel walled implant 5 x 6.5mm (bnes565) was returned for investigation. However, one handpiece connector (mdr10) was not returned. Visual evaluation of the as returned implant identified no apparent signs of malfunction. Functional testing was performed using in-house device and engaged/disengaged as intended. Pre-existing patient conditions was 'oral hygiene' and tooth location is unknown due to limited information provided by customer. However, the reported event occurred during clinical procedure. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. Device history record (DHR) review could not be performed for the mdr10 as the lot number was unknown. A complaint history review by item number was conducted for the (mdr10) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: functional disengage). August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or products. Therefore, based on the available information, device malfunction for implant did not occur and malfunction (disengage) for hand piece connector occurred during the procedure could not be verified hence, the overall reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that during the procedure the doctor took the implant with the driver and it disengaged while was trying to place the implant in the patient's mouth and it fell down. Doctor finished the procedure placing other implant in the same surgery.